Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) has an error light on it. They tried rebooting it, but the issue persists. The telemetry transmitters (teles) on this org are all showing comm-loss. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multiple patient receiver (org) has an error light on it. They tried rebooting it, but the issue persists. The telemetry transmitters (teles) on this org are all showing comm-loss. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1 (B)(6) 2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the additional device information as requested. Central nurse's station. Model: pu-681ra. Sn: (B)(6). Central nurse's station. Model: pu-681ra. Sn: (B)(6). Zm telemetry transmitter. Model: ni. Sn: ni.

Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) has an error light on it. They tried rebooting it, but the issue persists. The telemetry transmitters (teles) on this org are all showing comm-loss. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multiple patient receiver (org) has an error light on it. They tried rebooting it, but the issue persists. The telemetry transmitters (teles) on this org are all showing comm-loss. No patient harm was reported. Investigation conclusion: the evaluation of the returned device shows that this complaint is confirmed, and the root cause of the reported issue is due to failure of the cpu board. No further investigation will be performed. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Central nurse's station: model: pu-681ra, sn: (B)(6). Central nurse's station: model: pu-681ra, sn: (B)(6). Zm telemetry transmitter: model: ni, sn: ni. Additional information: b4: date of this report. D9: device available for evaluation. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H3: device evaluated by manufacturer. H6: event problem and evaluation codes. H11: additional manufacturer narrative.